Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system application was not starting. The fse performed system troubleshooting and identified that the ram of the host pc was dirty. The fse reseated the board on pc, cleaned the connector and replaced the bios (built in operating software) battery to resolve the issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system application could not start. No harm has been reported to philips. Philips has started an investigation of this complaint.